Manufacturer narrative:
The device was not returned for physical evaluation. Session logs and system logs were retrieved and reviewed, with accuracy check values within normal limits. Fluoroscopic images with navigation overlays were provided. Based on the available information, the event is consistent with potential navigation inaccuracy. A definitive root cause could not be determined. The manufacturer will continue to monitor for similar events through post-market surveillance.

Event description:
During navigation, six screws were placed percutaneously. Fluoroscopy showed the right l5 screw positioned high near the disc space and not parallel to the contralateral screw. Accuracy checks were performed; the y-frame and skin appeared accurate, but the percutaneous pin btp appeared deep. The right l5 screw was removed, and a new trajectory attempted under fluoroscopy was unsuccessful. The screw was left out, stimulation testing was satisfactory, and the case was completed without complication. The patient was not harmed.